Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider. Submitted supplemental to include info from medical records. Updated a4, b5, paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the root cause for the pvl remains indeterminable; however, patient and procedure related factors likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider that the 2+ aortic insufficiency was pvl.

Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and procedural factors likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that the implanted 25 mm aortic valve was explanted and replaced with a 27 mm aortic valve after an implant duration of 22 days due to aortic insufficiency. The patient presented with hemolysis, an hgb count of 6, and echo showed a 2+ aortic insufficiency. Intraoperative, when the valve was explanted, the surgeon did not see a gap anywhere and the stent was fully deployed. He was baffled because the patient left the or the first time with no pvl. The patient was bleeding a lot during the procedure and required a lot of blood products. At the patient's 2nd week follow up, he was doing well with no murmur.